Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse, had blood glucose levels of 474mg/dl. It was also reported that the customer had walking pneumonia. Troubleshooting was declined. No additional information was provided.